Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: utilizing the idrive ultra device, the staple load was placed on the tissue and activated normally. During the firing sequence (at approximately 30mm), it was noticed that staple formation was irregular and the firing sequence was stopped. Instrument was opened in the normal fashion and removed from the patient. Stateline was over soon with an observable the lock device and procedure was completed without further incident. Current patient status: satisfactory was there patient injury/hazard: no was there user involvement?: yes was there user injury/hazard?: no anatomy involved: stomach pre op diagnosis: morbid obesity was the device used in patient: yes was there patient involvement: yes another manuf reinforcmt material used?: no were other manufacturer product used?: no there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. What was done to correct condition? Surgeon over sewed the staple line with absorbable vloc device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record for the product indicates this device lot number was released meeting all quality specifications. Replication of the deformed anvil clamping mechanism condition may occur if it is applied over tissue that is beyond the recommended thickness range or if an obstacle is incorporated in the jaws .